Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor became unpaired from the ilet, resulting in a failure to pair to the ilet despite multiple attempts, and the user was guided to toggle bluetooth, restart, re-enter the pairing code, and use the magnet trick to restart pairing. Symptoms included no adverse health effects and no impact to blood glucose as reported. Outcomes included user education on troubleshooting steps and guidance to wait for reconnection. Investigation included remote troubleshooting and education to facilitate sensor-pump communication. Investigation of this case revealed an apparent communication or pairing failure between the cgm transmitter and the ilet without evidence of device damage or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient communication issue related to pairing that resolved or would resolve with standard troubleshooting.